Event description:
The rptr stated that the arterial line had infused 500 cc of heparinized saline in approximately 8 hours when it should have taken 72 hours. The customer indicated that they believed that this was related to the accuflush device. There was no pt injury or treatment associated with this event.